Manufacturer narrative:
(B)(4). Per the complaint information, the patient noticed air in the line. This complaint was not confirmed in the lab due to a lack of a sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot (h10i08069). A root cause of the air was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Three of 3 emdrs. The sample availability is unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter reporting about seeing kink or air in the line in three cassettes. The home patient (hp) did not report any injury or medical intervention. No additional information was available. During a follow up with the nurse regarding air in tubings, the nurse stated that she was not aware of the air in tubing issue, but suggested that hp may have had incomplete priming which could have lead to the air in tubing. The nurse stated that the hp is continuing therapy. No further information was provided regarding the air in line issue.